Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer followed instructions from tandem technical support to perform a system check, but no issues were identified. The customer replaced pump supplies and resumed insulin therapy.